Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the electrical circuit failure of the subject device due to the water invasion from the remote control switch 2 damage which was caused applying the external force. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was disordered and disappeared at the unspecified timing. At incoming inspection for the repair, olympus (B)(4) could not duplicate the reported phenomenon. However it was found the damage due to the water invasion on the remote control switch 2 of the subject device which might be a cause of the disorder image. There was no patient injury associated with this report.